Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure. The procedure was completed after moving the patient to another room. It was reported to philips that the system displayed an alert indicating a motor assembly error, which prevented geometry movements. Review of the logfile shows a bib cookie fault and unreliable sensor state, causing a power shutdown and isolating connectors identified the amc 1spc module as the issue, whose disconnection stopped fuse failures. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found a motor-assembly error on the frontal axis and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the system showed a message indicating "geometry partially available" and found that connectors x11 and x14 on the gib assembly were not receiving power and found a repeatedly failing fuse at x11 in the ny assembly which was replaced but failed. To resolve the issue, fse replaced faulty amc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was an error in motor assembly, preventing geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.